Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal. The device was not dropped or bumped. The insulin pump passed the displacement test. The customer changed the reservoir and received a motor error alarm again during basal. Blood glucose value was 185 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. No motor error alarm could be verified due to the unresponsive buttons. However, the motor passed the motor test. The insulin pump was received with a cracked case at the display window corner and a cracked reservoir tube lip.